Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, rectocele and cystocele. It was reported that patient underwent tah/bso in 2006.

Manufacturer narrative:
It was reported that patient underwent laparoscopic roux-en-y gastric bypass with hiatal hernia repair on (B)(6) 2014 due to morbid obesity. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/4/2016.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.

Manufacturer narrative:
Date sent to the FDA: 11/24/2015. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that patient underwent interstim lead placement with generator and fluoroscopy on (B)(6) 2013 due to sui. No additional information was provided.